Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was a right ophthalmic internal carotid artery (ica) and posterior com aneurysm. Vessel tortuosity was severe. The event was performed with a guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the doctor curved/pre-shaped the tip, and when attempting to catheterize the artery distal to the aneurysmal sac, it was observed that the tip of the guidewire detached. At no time was it evident that the guidewire had kinked or bent. However, a piece of the guidewire remained inside the aneurysmal sac. This did not pose further issues, as a flow diverter was placed. Another avigo guidewire was used. There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend patient hospitalization. There was no injury as a result of the event.